Manufacturer narrative:
Evaluation summary: no surgical notes or pt info were provided. Examination of the returned liner shows deformation on one side of the polar boss indicating contact was made between the shell and the liner. There is deformation of the liner rim adjacent to one of the anti-rotation cut-outs that appears to be from mis-alignment of the anti-rotation bosses on the shell with the liner. Physical evidence from the returned part and the measurement evidence suggest the liner was not properly aligned prior to impaction. The surgical technique describes how the liner must be aligned with the anti-rotation tabs as well as with the rim of the liner parallel with the face of the shell prior to impaction. The returned liner was successfully inserted into a trilogy cluster hole fiber metal shell without issue. From the evidence available, the most probable cause was initial misalignment prior to impaction. Device history records indicate all components were manufactured and inspected to specification. Dimensions taken are within specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the 36mm acetabular liner would not engage the locking ring. A 32mm liner was implanted.